Event description:
It was reported that when the patient returned for a wound check following implant, the threshold was high. A chest x-ray showed no change in lead position and r-wave and impedance measurements were normal. About six weeks later the patient returned for follow-up and the threshold had slowly decreased. The physician stated that there was probably inflammation at the lead tip. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.